Event description:
According to the reporter: the metal part that protrudes from the shaft broke off and fell into the patient but was retrieved. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500 cc. No delay in surgical time over 30 minutes.

Manufacturer narrative:
(B)(4).